Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used epidural catheter without packaging was returned for evaluation. Physical examination of the sample notes that the catheter is stretched out and the tip is broken off. However, per the event descriptions, the patient admitted to pulling on it. The user will be advised to refer to IFU which states, "when removing catheter, excessive force should never be applied. If catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." And "do not withdraw the catheter through the needle due to the possibility of shearing or kinking". Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a patient pulled on her epidural catheter, and it broke. Physician cut the catheter and reconnected it. No injury reported.